Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the uterus using a continuous suture technique during a laparoscopic myomectomy, the suture and needle were found detached, hence it was stopped to use immediately. Another suture was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The needle and suture were not connected. It was also noted that the needle was bent out of shape. Upon microscopic inspection, instrument marks were noted near the swaged end and bend site of the needle. As no sealed samples were returned, a needle attachment or bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the detached needle damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. Additionally, the investigation detected a unreported condition of bent needle that has no relationship to the reported condition. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.